Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, a loss of capture was observed on the right ventricular lead. No patient symptoms were reported. X-ray imaging revealed that the lead had become dislodged. The lead was successfully revised. Sensing values were noted to be low, but it was attributed to the health of the patient's heart.